Event description:
Information was received indicating that this syringe infusion pump exhibited a motor error. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in good condition. A review of the event history log found a motor rate error. Occlusion testing observed the motor rate error. The cause was due to normal wear of the worm coupling. Based on the evidence, the root cause was attributed to normal wear.